Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, in the morning, he obtained a result of &#64816;0mg/dl&#63503;n the subject meter. The patient manages his diabetes by self-adjusting his insulin doses and on the morning of (B)(6) 2015, he increased the dose of his medication to 40 units 20/80 novolog&#63497;in response to the alleged issue. The patient denied developing any symptoms however stated that on (B)(6) 2015 he contacted the emergency medical services (ems) who performed a blood glucose test - however the patient could not specify the result obtained, and treated him with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. The patient was sent replacement products. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged issue occurred.

Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the additional tests that were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue showed the structural integrity of the test strip vial to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.